Event description:
Additional information was received from the rep. The cause of the heating is undetermined. As an intervention, rep suggested patient charge over a layer of clothing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a manufacturer's representative regarding an implantable neurostimulator (ins) that the patient, after meeting with their managing doctor, was directed to them about a charging issue. The patient feels that the ins is heating, uncertain whether this sensation is at the skin level or within the ins pocket. This heating occurs during charging and sometimes persists throughout the day afterward. The patient uses a wired recharger and adhesive discs with the recharger antenna directly on the skin. The caller was not with the patient at the time. Technical support services reviewed troubleshooting considerations, and the caller plans to follow up with the patient.